Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1, ICD, implanted: (B)(6) 2015. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) with unexpected longevity. There was also an alert on the ICD for charge circuit timeout alert; the device had excessive charge time. The device was explanted and replaced. During implant of the new ICD, there was high left ventricular (lv) impedance after connecting the lv lead to the device. The lv lead was removed, reconnected, and retested via the ICD with normal impedance. After the pocket was closed, high impedance was once again noted. The pocket was re-draped and re-opened to test and reconnect the lead, impedance was thereafter normal. The device remains in use, the lead remains in use. No patient complications have been reported as a result of this event.